Event description:
Co received info that this lead and another were removed from svc because of an insulation problem. The physician noted that the insulation was worn away in the area where the lead rubbed against the aicd, exposing the wire. The leads will not be returned for analysis. Implant date 12/9/91. Removed from svc 11/25/94. Total implant time 36 mo.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.